Event description:
Reportedly, during the follow-up performed on (B)(6) 2015, the message "aida memories are not activated" was displayed and the majority of the diagnosis data was not available. A new session interrogation was performed, and then the pacemaker behaved as expected.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2015, the message "aida memories are not activated" was displayed and the majority of the diagnosis data was not available. A new session interrogation was performed, and then the pacemaker behaved as expected.